Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump functioned properly during functional tests. The insulin pump was received with minor scratches on liquid crystal display window, cracked case at liquid crystal display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed motor error during cannula fill. Customer stated that the she used multiple infusion sets and the alarm is recurring. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 130 mg/dl. Nothing further reported.